Event description:
The customer reported a general system test failure during opcheck. No patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.